Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: during a procedure, the device failed to securely hold suture and needle. A new device was opened and the case continued without delay. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted. One of the blades on the tip of the jaw was noted to be bent outward. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. The reported condition could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.